Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with severe chest pain and due to a lesion in the mildly calcified, 100% stenosed, de novo right coronary artery (rca), percutaneous coronary intervention (pci) was initiated. Pre-dilatation of the lesion was performed with a semi complaint balloon. A 3.5x38mm xience xpedition drug eluting stent (des) system was advanced without issue and the stent was deployed and implanted in the target lesion. Post-stenting fluoroscopy showed a dissection at the distal end of the stent. Another xience xpedition des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.